Event description:
During spinal navigation using 7d surgical flash imaging, the surgeon felt that he was more superior than what the navigation was showing. He then used fluoro to confirm and it revealed the 7d imaging was off by approximately 4-5mm. The surgeon proceeded with a hybrid of navigation and fluoro, which exposed the patient to a high dose of radiation. No adverse patient outcomes were reported.

Manufacturer narrative:
Investigation: no root cause can be confirmed at this time. Complaints will continue to be monitored.